Manufacturer narrative:
Event date: 6 months period, from march 01, 2019 and august 30, 2019. Literature article: manani, s., m., baretta, m., giuliani, a., virzi, g., m., martino, f., crepaldi, c., ronco, c. "Remote monitoring in peritoneal dialysis: benefits on clinical outcomes and on quality of life". Journal of nephrology. (2020) 33:13011308. Https://doi.org/10.1007/s40620-020-00812-2. Received: 4 march 2020 / accepted: 18 july 2020, published online: 10 august 2020. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed involving 73 automated peritoneal dialysis (pd) patients. It was reported three of the patients passed away. The causes of the death were not reported. It was not reported if the patients were hospitalized prior to death. It was not reported if autopsies were performed. It was not reported if therapy was ongoing at the time of death. No additional information is available.